Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
Initially, the adverse event was reported only under the qdot micro catheter. Additional information was received on 22-oct-2024 stating that the sheath used for transseptal puncture was the vizigo sheath. Therefore, it was assessed to also report this adverse event under the vizigo sheath as the physician believes the event occurred during transseptal. The awareness date for this record is 22-oct-2024. It was reported that a patient underwent an atrial fibrillation (afib) ablation with a qdot micro catheter and a vizigo sheath. The patient experienced pericardial effusion that required pericardiocentesis. At the end of the afib case post use of biosense webster products, a pericardial effusion was noticed and confirmed by intracardiac echocardiogram. The physician was completing a standard check before finishing up the procedure when the injury was discovered. The medical intervention provided was a pericardiocentesis. The patient fully recovered however required extended hospitalization (stayed overnight). The physician believes that the pericardial effusion was caused by a perforation made during the transseptal puncture with the baylis needle. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. Additional information was received on 22-oct-2024. The sheath used for transseptal puncture was the vizigo sheath. The transseptal puncture was not difficult.